Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was not getting good grafts from the device. The event happened during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. (B)(4). On april 18, 2018, it was reported that the unit was not getting good grafts. The customer returned a dermatome an device, serial number: (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number: (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on june 27, 2018 revealed that the calibration and motor speed were within specifications. The thickness control lever was grabbing at certain spots. The control bar was in the correct position. The device was added to the loaner pool. Repair of the dermatome an was performed by zimmer biomet surgical on june 27, 2018 which included replacement of the thickness control lever, width plate screw and bearings. Dermatome an, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3201. The reported event was non-verifiable since during the product review it was noted that the calibration and motor speed were within specifications. No testing was able to be performed to try to replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration and motor speed were within specifications. No testing was able to be performed to try to replicate the reported event. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.